Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer stylus calibration was disturbed. It was indicated that the stylus was worn out. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus calibration was disturbed. The programmer was returned for service. There was no patient involvement.